Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable does not charged the pump. The customer's blood glucose level ranged from 95-96 mg/dl. Reportedly, the customer was able to charged the pump with an alternate cable.